Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported in a letter that was attached to the device, 24k, 24k irrigation console that was sent back for repair. The letter stated "please find enclosed a conmed 24k fluid pump serial # (B)(4) for full checkout and report. It was involved with a patient incident on (B)(6) 2022 where the patient experienced edema during the procedure. The tubing sets 10k605 and 24k100 were not saved.¿ the tubing sets 10k605 and 24k100 will be listed as concomitant devices and there was no allegation against the tubing sets. Further assessment has been sent; however, to date no reply has been received. This report is being raised on the basis of injury due to patient edema.

Manufacturer narrative:
Correction: g4 changed from yes to no. Manufacturer narrative: reported event is confirmed. An evaluation of the returned device found that the unit had sensor failure, abnormal noise and connector damage. The preventive maintenance was completed as part of repair order. The service history was reviewed and no data was found. A review of the device history record found no abnormalities that would contribute to this issue. A two-year review of complaint history revealed there has been a total of 1 report, regarding 1 device, for this device family and failure mode. During this same time frame 158 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.006. Per the instructions for use, the user is advised the following: do not crimp, kink, puncture or roll over the tubing set with carts or other equipment. Erroneous reading may result, possibly causing injury and / or extravasation to the patient. The 24k irrigation system console and accessories shall be returned every 12 months for servicing. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Update: further information was received on 9may22. The procedure was a shoulder arthroscopy with bankhart repair. The procedure was completed and was 3.5 hours long. The patient remained intubated and had an extended stay at the hospital of "overnight". Patient has been discharged. The customer reported in a letter that was attached to the device, 24k, 24k irrigation console that was sent back for repair. The letter stated "please find enclosed a conmed 24k fluid pump serial # 2013-1066 for full checkout and report. It was involved with a patient incident on (B)(6) 2022 where the patient experienced edema during the procedure. The tubing sets 10k605 and 24k100 were not saved.¿ the tubing sets 10k605 and 24k100 will be listed as concomitant devices and there was no allegation against the tubing sets. Further assessment has been sent; however, to date no reply has been received. This report is being raised on the basis of injury due to patient edema.